Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#/ serial#: (B)(4) , implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The reporter was calling for MRI compatibility guidelines for a patient with only a catheter not a pump. The reporter explained that on (B)(6) 2018 the pump was removed, but the operative report indicated that a piece of the catheter broke off and was still in the patient.